Event description:
Report received from the USA stating that the attachment stopped functioning during surgery. There was no injury or medical intervention reported. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).